Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer's blood glucose was 125 mg/dl. Customer had problems with insulin pump going threw batteries and completely shut down after 5 days, was not deliver insulin and low battery. The troubleshooting was performed. The insulin pump will be returned for analysis.